Event description:
It was observed during the device evaluation, the gastrointestinal videoscope could not have the forceps inserted smoothly due to a dent on the channel tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the inability to insert the forceps smoothly was a dent on the channel tube. The conclusion was that the issue was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.